Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 630 mg/dl. Patient's other blood glucose value was 152 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with insulin drip. Based on customer report customer does not allege pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The device was not expected to be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the auto mode feature was on at the time of the reported event.